Manufacturer narrative:
The customer's device was not returned for investigation. A cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report shock button failure on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted heartsine to report shock button failure on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.